Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the perforation was identified in the right atrium.

Event description:
It was reported that patient presented for atrial and ventricular leadless pacemaker (lp) implant procedure. Post procedure pericardial effusion was noted on echocardiogram. Pericardiocentesis was performed. The patient was stable after procedure.